Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation results.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient or delays to surgery as a result of the reported event. It was also reported that the surgery was completed successfully.